Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, corrected h6 investigation conclusions, and additional information added to h11. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the additional information received, investigation results suggest/indicate patient factors (large bar of calcium that extends just into the left ventricular outflow tract) may have caused or contributed to the paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time .

Event description:
Additional information was received. The physician's note stated that there is a large bar of calcium that extends just into the left ventricular outflow tract. Prior to the valve in valve procedure, the patient's symptoms included a decline in activity tolerance, progressive fatigue, & shortness of breath with exertion.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the paravalvular leak is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient with a 29mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure approximately 2 years and 8 months post implant due to moderate paravalvular leak. The valve in valve was successfully completed, and level of paravalvular leak was none/trace.